Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 136 (mg/dl). Multiple attempts were made by tandem technical support to obtain the customer's form of backup insulin therapy; however, no additional information was provided.